Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted into a patient for the treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that the patient presented emergently. There is disease progression resulting in iliac limb dilatation. The aneurysm is currently 13 cm in diameter. The CT revealed that the two left iliac limbs separated resulting in a type iii endoleak, separation and right iliac limb had a type iii endoleak, separating from the bifurcated stent graft and iliac extension. The physician elected to reline the right iliac limb with an endurant 16x16x124 and relined the left iliac limb with two endurant stent grafts 16x28x82. The type iii endoleaks, separation were resolved. No additional clinical sequelae were reported.